Manufacturer narrative:
(B)(4). Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, broken belt clip slot, cracked case, cracked lcd window, stained end cap sticker and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted.

Event description:
The customer reported via phone call that the pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that where the reservoir locking place is, a piece broke off. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.